Manufacturer narrative:
(B)(4). The field service engineer after a full system check, the suspected system malfunction could not be confirmed. The system is working correct.

Event description:
The customer reported that system would not perform a fluoroscopy. They attempted to reboot the system without success.